Event description:
Home health nurse reported freedom60 tubing used during the infusion caused faster infusion time than calculated. The calculation with the needle set and tubing is supposed to run for 2 hours 10 minutes, but at last infusion, lasted around 70 minutes. This occurred on 2 separate occasions. Patient was experiencing symptoms of low blood pressure. Home health nurse clamped the tubing to slow down the infusion time as pt was experiencing symptoms of low blood pressure. No other information known. Issue did occur while in use with the pt, pt's blood pressure was low. Unknown if needle set and tubing are available fo return. No missed doses. Unknown if md is aware. Lot numbers and expiration dates for needle set and tubing and unknown as not reported. Reported to (B)(6) by health professional. Ref report: mw5160780.